Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Customer contact reports no patient information available. UDI # (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a loss of mechanical ventilation during a case. There was no report of patient injury.

Manufacturer narrative:
Additional information has been received that the reported issue could not be re-produced. No parts were replaced and there was no proactive actions taken. There was no reportable malfunction. Additional information has been received that the reported issue could not be re-produced. No parts were replaced and there was no proactive actions taken. There was no reportable malfunction.